Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that since being in a car accident, patient's ipg has had an increased recharge burden. Patient recharges twice a day and it takes a few hours to be fully charged. It was noted that patient program uses high settings (4 leads with 4 stimsets) and impedances are normal. To troubleshoot this issue an abbott representative provided a replacement charger and reprogrammed patient. Since reprogramming, patient recharges once per day. Surgical intervention may take place at a later date to address this issue.